Event description:
On (B)(6) 2022, infutronix received a report from a healthcare facility which received a pump in a mislabeled box. No patient was involved and harmed. Detail of the evaluation can be found in section h of this MDR.

Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. The same pump model & library configuration had been sent correctly. The library configuration has been signed off by the center for use. The only different item received in the shipment was a sticker label placed by infutronix solutions employee onto each pump kit box with a sticker label (B)(4) instead of a sticker label stating (B)(4). The device was returned on (B)(6) 2023 for further evaluation. It was returned without packaging. We cannot confirm or deny the alleged issue. The order was also shipped incorrectly to a different hospital as well. This MDR will be reopened and updated in the event the device involved or additional information becomes available.